Event description:
The patient received her scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the patient developed a postoperative epidural hematoma. It was reported that the patient had a loss of sensation in her bilateral lower extremities. The lead was explanted on (B)(6) 2010. The explanted lead will not be returned to the manufacturer for analysis. Follow up on the patient found that the patient's symptoms had resolved and no further issues have been reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.